Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the device evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had weak vibration. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
/Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 09/22/2015 with the following findings: the pump had normal vibratory functions. The alleged issue could not be duplicated.